Event description:
Additional information was received from a company representative (rep) indicated the catheter was revised. It was noted the rep was aware the day before the procedure {(B)(6)-19}. The revised portion was not kept, and everything was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2018-(B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 2020-10-12, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a820, lot/serial#: unknown , unknown product type: software. Product ID: 8780, lot# / serial# :unknown, implanted: unknown, product type: catheter. Product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unspecified healthcare provider via a company representative regarding an unspecified patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an unspecified implantable pump for an unspecified indication for use. It was reported that the company representative was at a catheter revision today and the catheter tip had migrated. They then pulled out the existing spinal end of the catheter and placed a new portion of the spinal end of the model 8781. It was noted that the existing catheter was a model 8780 and they removed 28 cm. They then added 49 cm of a model 8781 spinal segment. It was confirmed that nothing was done with the existing pump segment or rather the portion of the catheter that had been implanted. So, there was drug in that section of the catheter but no drug at the tip. At the time of the report it was being considered that 0.107 could be primed over 7 minutes and the company representative stated he needed to get back in operating room (or) at the time of the report before the doctor leaves so they could update the pump. No further patient complications have been reported as a result of this event.